Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. This report is being filed to correct the b2: outcomes attrib to adv event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 33 microwatts, however this device was consuming 99 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 33 microwatts, however this device was consuming 99 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.